Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for damaged tubing with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for damaged tubing with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that the bd vacutainer® push button blood collection set experienced a failure to contain blood or medication during use. The following information was provided by the initial reporter: again, when using wingset push button, it filters blood in the tubing, in the lower third. It is filtering blood through the area that is visible to the naked eye that is damaged. There was no direct blood contact with the skin of the operator or the patient, although there was contamination of surfaces and work table.

Manufacturer narrative:
Medical device type: jka, fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer push button blood collection set experienced a failure to contain blood or medication during use. The following information was provided by the initial reporter: again, when using wingset push button, it filters blood in the tubing, in the lower third. It is filtering blood through the area that is visible to the naked eye that is damaged. There was no direct blood contact with the skin of the operator or the patient, although there was contamination of surfaces and work table.